Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 with the ipg and csl placed on the right side of the patient's body. Since implant, the patient experienced left-sided facial drooping when smiling. As of (B)(6) 2025, it was noted the drooping may have slightly improved. A follow-up was planned for (B)(6) 2025; however, the appointment was cancelled. In the opinion of the physician, the symptoms could have been caused by the intubation and should resolve over 4-6 months. As of (B)(6) 2025, there had not been much change in the patient's status. A follow-up was planned for (B)(6) 2025.

Event description:
A barostim system was implanted on (B)(6) 2025 with the ipg and csl placed on the right side of the patient's body. Since implant, the patient experienced left-sided facial drooping when smiling. As of (B)(6) 2025, it was noted the drooping may have slightly improved. A follow-up was planned for (B)(6) 2025; however, the appointment was cancelled. In the opinion of the physician, the symptoms could have been caused by the intubation and should resolve over 4-6 months. As of (B)(6) 2025, there had not been much change in the patient's status. As of (B)(6) 2026, the mouth drooping had improved but was still present. The patient had been fully titrated, and there was no intervention planned.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 with the ipg and csl placed on the right side of the patient's body. Since implant, the patient experienced left-sided facial drooping when smiling. As of on (B)(6) 2025, it was noted the drooping may have slightly improved. A follow-up was planned for on (B)(6) 2025; however, the appointment was cancelled. In the opinion of the physician, the symptoms could have been caused by the intubation and should resolve over 4-6 months.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event could have been intubation. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).